Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0209885v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The consumer reported a return of pain. The pain went from their hand up their arm and into their head. The implantable neurostimulator (ins) was implanted for pain the patient had in their hand. The pain had returned and was unbearable. They increased their stimulation due to the returned pain and got a horrible shock. They tried to turn the stimulation down but were unable to. They turned the stimulation off right after the shock. The battery indicator on the programmer was flashing green indicating that the implantable neurostimulator (ins) battery was low. There were no falls or trauma associated with this event. The patient saw their doctor and a manufacturer representative on (B)(6) 2015. They turned the stimulator off because the battery was done and the doctor said the patient needed a new battery. The cause of the shocking sensation remained unknown. The patient's indication for use was chronic, intractable pain of their trunk and limbs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.